Event description:
The procedure was able to be completed with a hemostatic clipping device.

Manufacturer narrative:
Upon product analysis, a total of seven bands were found on the ligator head which were undeployed, slightly torn, and overlapped each other on the ligator head assembly. One band was found broken and entangled on the ligator head. The bands were removed from the ligator head to observe for any further damage to the ligator assembly. The teeth on the ligator head were found to be damaged, and the trip wire was kinked; these were likely due to the usage of the device. The trip wire on the handle assembly could be cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread was found separated from the ligator head and remained attached to the distal end of the trip wire and was twisted around the trip wire assembly. A functional check of the handle found that the handle knob was able to turn to take up slack, and there was an audible click heard at each complete turn. It is likely that anatomical, procedural, or operational factors were encountered during the procedure. This may have potentially caused the deployment knots to catch on the ligator teeth causing damage to the teeth on the ligator head and causing a stack up effect/overlap of multiple bands leading to failure, or difficulty in the deployment activity. The exact root cause of the complaint could not be determined at this time. However, the most probable root cause of operational context, due to likely anatomical/procedural factors encountered during procedure, which potentially limited the performance of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis procedure performed in the duodenum. According to the complainant, two of the bands on the device would not deploy. On closer inspection, the bands appeared to be crossed, or mis-threaded. The procedure was able to be completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).